Event description:
Baxter china reports "the spinal switch can't shut tightly" with the transfer set. This is noted during use with no pt injury or medical intervention reported by the complaint coordinator.